Manufacturer narrative:
The reported complaint was confirmed through the events log and duplicated during functional check. Pt802 has failed.

Manufacturer narrative:
Vyaire file identification number (B)(4). A vyaire field service engineer (fse) was dispatched to the customer's site and evaluated the suspect device. After replacing the main pcb (printed circuit board), the reported problem was resolved.

Event description:
A customer reported to vyaire medical that the vela ventilator generated a continuous transducer fault alarm. At this time it is unknown if there was any patient involvement associated with the event.